Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Implant and explant date unknown. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. (B)(6). Device history records review was conducted. The report indicates that the: part: 07.702.016s lot: 5e53130, manufacturing location: (B)(4), legal manufacturer: external supplier aap bimaterials (B)(4), manufacturing date: 09.sep.2015, expiry date: 31.may.2018. Ncr 17482 was generated during parts delivery. This ncr has no influence on the reported issue. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a vertecem v+ cement kit was complained. After filling in the liquid and starting the mixing procedure, the handle blocked. No movement - no mixing was possible. The issue prolonged the surgery by 15 minutes. No patient involvement. Device broke before it was used / outside the patients body. Therefore no patient involvement. Surgical delay was only 10 minutes, since a new kit was retrieved from storage. Complaint involves one (1) part. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
The subject device has been received by the manufacturer and is undergoing investigation. The results of the investigation are pending completion and will be submitted in a supplemental report. There was patient involvement associated with the reported event since the event occurred intraoperatively. Patient information is not available for reporting. Due to the intra-operative events, the device was not successfully implanted. An alternate device was used to complete procedural step. As such, implant/explant dates are not applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The reported device issues occurred intraoperatively; therefore there was patient involvement associated with the event. The surgery was delayed by 15 minutes due to the reported event.

Manufacturer narrative:
A manufacturing investigation was performed for the complained device vertecem v+ cement kit (part # 07.702.016s, lot # 5e53130). The subject device was forwarded to the legal manufacturer (B)(4) for evaluation. The provided product has been analyzed in our laboratory. After disassembling of the system the mixing rod along the stirrer axis could be moved, so that the functionality could be proved. A retain sample of the affected batch have been analyzed in a previous response, the retain sample operates within the specified parameter. During the first movement of the mixing rod it is possible that some powder particles come in the area between the rod and the surrounding axis. This has the result that the mixing rod is only movable with slight resistance; however a movement is still possible. As possible corrective action to eliminate future errors, we recommend a short training of the user in connection with the hint to the short-term stiffness of the mixer directly at the beginning of the mixing process. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.